Event description:
It was reported by a customer on (B)(6) 2011 the fiber was bent or there was a kink in the fiber once it was inserted at 60 joules. Per the customer, the fiber lasted only 1 second. No pt injury was reported.